Manufacturer narrative:
(B)(4). The MFR was first notified of this event on (B)(4) 2005. This was a notice of litigation received from the law office representing the pt's family.

Event description:
One gram of vancomycin ordered and started via avi infusion pump. It was to infuse over 1 hr for a total of 150 cc. Approximately 15 minutes into infusion, the pt went into distress (pale and unresponsive); 911 called, looked up at IV bag and noted that vanco bag was empty. Pump read 47 cc infused. Pt was given 300 ns placed in oxygen with good response - alert with even respiration had nausea/vomiting. Approx. 5 mins later pt again became unresponsive w/snoring respirations, pulse weak. 911 responded at this point. Pt went in ventricular fib. CPR performed. Pt pronounced at hosp.